Event description:
The ftv03 was used during a coronary artery bypass. The svsr1 broke during the procedure. The broken device was removed fine. The dissector, svsd1, was used to complete the case. There was no consequence to the patient.